Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the black box starts on (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. There were no alarms related to the complaint noted in the available alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Investigators observed a pink contrast on the display screen. Removed the pump cover and inserted a new test display screen. The test display screen has normal contrast and no signs of discoloration. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient had been staying with the father from (B)(6) 2013. The reporter stated that when she picked up the patient , their blood glucose (bg) was elevated but unable to verify bg level or how long bg had been elevated. The reporter stated that the patient was nauseated, vomiting, and weak. The reporter (also the mom) took the patient to the hospital. The patient was admitted and the pump was removed and the patient was started on an insulin drip. The reporter stated that the patient's site was removed this morning and the cannula was found to be bent, a new site was put in and bolused for breakfast and the bg now is 400 mg/dl. Customer support (cs) verified the time as correct. The bolus history showed all boluses were completed. On (B)(6) 2013 there was only one history in bolus. This report is being made due to alleged hyperglycemic event the patient experienced while on insulin pump therapy.